Event description:
It was reported that during a procedure a aristotle 14 guidewire broke inside of a patient requiring more medical devices to be used and increased the length of the procedure. There was no reported adverse impact or harm to the patient. No other information regarding the event was provided.